Event description:
It was reported that the balloon ruptured during use in a procedure. There was no report of harm or injury to the patient, who was fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer and evaluation is not complete. A supplemental report will be issued once investigation is complete.

Manufacturer narrative:
Investigation found a pushed forward coil, distal delamination, and a pinhole in the balloon, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification (i.e. Overinflation), a pinhole in the balloon would result in difficulty throughout the inflation process.